Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) was exhibiting a change in shock lead impedance measurements. No defibrillation threshold (dft) tests were performed at the device changeout a year ago. Today, dft returned a normal shock impedance. All other lead diagnostics have been normal and no noise has been observed. Four days later during a routine follow up, pocket manipulation showed impedances to range from 110 ohms to greater than 125 ohms. The local area sales representative was going to discuss further options of testing lead integrity with the physician. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available. Should additional information become available, this report will be updated.